Event description:
On september 28, 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio iq meter read inaccurately compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began a few weeks prior to contacting lfs. The patient reported obtaining alleged inaccurate readings of ¿600, 20, 50 and 380 mg/dl¿ with the subject meter on unspecified dates/times. The patient manages her diabetes with a combination of diabetes medications (trulicity, weekly injection of 6 units; insulin tresiba, 34 units once per day; insulin fiasp, fixed dose 3 to 5 times per day). In response to the alleged inaccurate reading of ¿600 mg/dl¿, the patient reported taking her usual dose of tresiba insulin then later that same day started ¿feeling off, was not able to move or talk very well and was feeling like getting a stroke¿. The patient stated her doctor visited her at home and performed another blood glucose test with the subject meter and obtained a result of ¿20 mg/dl¿. The patient stated her doctor gave her something with sugar to raise her blood glucose and she felt better afterwards. The patient denied using any other device to test her blood glucose. The patient was unsure if the event was related to an inaccurate reading and overdose of insulin or to other health problems that may be affecting her blood glucose. The patient declined to troubleshoot. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering treatment based on an alleged inaccurate result obtained with the subject meter. The subject meter could not be ruled out as a contributor to the event.